Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device does not have a hr tone on spo2. The host monitor (mr400) reportedly had the hr tone, but not the ip5. It was later clarified with the customer that the alarms were not going on at all and the customer also added that this had been going on "for some time". When asked for clarification on what "for some time" meant, the customer responded that it had been about 2-3 months. The customer also indicated that there were no sounds at all, which includes tones and alarms, and that all parameters were impacted (not just spo2). There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient. The device as being used for patient monitoring when the problem was encountered.